Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4). (B)(6).

Manufacturer narrative:
(B)(4) - analysis of the implantable neurostimulator resulted in no anomalies found.

Event description:
It was reported that during an implant procedure high impedances were measured on the lead which showed a sign of lead fracture. It was reported two leads were connected to the battery and the impedance readings of any electrodes connected to electrodes 8-11 were greater than 40,000 ohms when measured at 3 volts. The leads were then connected in reverse to the battery and it was reported the electrode at 0-3 showed normal impedance and a failure of the electrode at 8-11 was suspected. It was also reported a new battery was used and normal impedance values were confirmed. If additional information becomes available, a supplemental report will be filed.